Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Customer stated that when delivering a bolus, the pump is not recognizing the insulin drop. Reportedly, the customer delivered an extra bolus due to not seeing the insulin gauge go down. Customer therefore reported a low blood glucose level of 47 (mg/dl) and ate glucose tablets to stabilize bg level. Customer declined to reload the cartridge and declined to troubleshoot further with tandem technical support.